Manufacturer narrative:
Product ID 3986a lot# n0032448 implanted: (B)(6)2005 explanted: product type lead product ID 3708340 lot# (B)(4) implanted: (B)(6)2007 explanted: (B)(6)2018 product type extension if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that when the extension was tested inter-operatively showed impedances off, when just lead tested showed working. So determined there was a problem with the extension. Rep does not know why the extension was changed or what was wrong with the extension. The cause of the extension issue was not determined. Rep doesn't think the extension will be returned for analysis. The information was confirmed by physician/ account. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# n0032448, implanted: (B)(6) 2018, explanted: product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3986a, serial/lot #: (B)(4), ubd: (B)(6) 2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins).it was reported that patient device had high impedance. Patient reported having troubles getting stimulation. Cervical lead with implant on chest-noticed something funny when patient raising arm. When rep ran impedances up to 1.5 volts all were over 40,000. Patient will make an appointment with surgeon for imaging and possible open exploration and replacement. The issue has not been resolved at this report. No surgical intervention occurred but rep will follow up for more information if surgical intervention is planned. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3986a lot# n0032448 implanted: (B)(6)2005 explanted: product type lead product ID 3708340 lot# (B)(4) implanted: (B)(6)2007 explanted: (B)(6)2018 product type extension.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The representative reported that the x-rays were inconclusive. The impedance e/stimulation issues were resolved when the extension was changed. No further complications reported.

Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3986a, lot#: n0032448, implanted: (B)(6) 2018, product type :lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the impedance issues was not identified. The impedances were greater than 20,000 at 1.5 volts for all contacts. The representative clarified that by "something appearing funny at the cervical lead when the patient raised their arm" they reported that the patient was trying to say that when they raised their arms to lift their grandchild their stimulation stopped working and hasn't worked since. The steps taken to resolve that issue were the impedance test and telling the patient to make an appointment with their surgeon. The issues had not been resolved and they were awaiting x-rays and a follow up with their surgeon. No further complications reported.